Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy system (oas) instructions for use indicates use of the oas is contraindicated when the targetion lesion is within a bypass graft or stent. Csi ID: (B)(4).

Event description:
Two treatments on low speed and one treatment on high speed were performed using a diamondback 360 coronary orbital atherectomy device (oad) in an existing stent. During the high speed treatment, the oad decelerated and stalled. The oad became stuck in the stent. An unsuccessful attempt was made to remove the oad from the stent using a guideliner and 5 french guide. The oad was pulled which resulted in a fracture of the driveshaft and viperwire advance guide wire. An unsuccessful attempt was made to snare the oad and guide wire components. The patient experienced chest pain. The procedure was aborted. An additional surgery was performed to remove the device. The patient was stable.

Manufacturer narrative:
The lot number and manufacturing date of the guide wire was unknown. The oad and guide wire were returned to csi. The returned guide wire segment was cut at the distal end. Scanning electron microscopic (sem) analysis of the distal end of the guide wire confirmed the guide wire was cut and not fractured. Sem analysis of the driveshaft fracture found signs of ductile tension with no clear evidence of fatigue. This can occur due to removal attempts by pulling the driveshaft with force which is consistent with the information reported by the field. Furthermore, diagnostic analysis confirmed stall events, however, the root cause was unable to be determined. (B)(6) .